Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Received one unpackaged 60ml luer lock syringe sample for evaluation. A complete investigation was performed. The sample was received with a dried whitish colored substance inside the luer taper and inside the syringe on the face of the rubber tip and barrel face. Visual inspection to the quality inspection standard was conducted. No defects were identified. Leak testing was performed. The sample was tested using a needle assembly with a metal hub and a needle assembly with a plastic hub. The sample passed leak testing using both hubs. Since the reported issue could not be confirmed, a root cause could not be determined and at this time a corrective action is not applicable. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports they have experienced leaking issues during administering from the monoject 60ml luer lock syringe to a ICU medical IV connector. On (B)(6) 2019 the customer further stated that there seems to be a connection issue where the luer lock screws onto the spiros IV connector. The leaking occurs where the syringe connects to the other product.